Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site was unable to register the patient. The site stated that when they completed initialization an error metric was not present, but two dashes was showing on the screen. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site was unable to register the patient. The site stated that when they completed initialization an error metric was not present, but two dashes was showing on the screen. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.